Manufacturer narrative:
Multiple attempts were made to follow up with the customer, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room (ER) with elevated blood glucose (bg) levels of 600mg/dl and ketones. The customer was in the ER for a few hours, before they were admitted to the hospital. The pump history showed that the customer let the pump die on (B)(6) 2015, prior to the hospitalization. During the hospitalization, the customer was treated via manual injections, and placed back on the pump next day. Customer was advised to ensure that they charge the pump in order to avoid pump battery dying and to avoid being without insulin. The customer was still hospitalized at the time of the call.